Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced low pump flow followed by a clot. Heart catheterization showed extensive multi-vessel disease. After consulting with the cardiothoracic surgery, the decision was made to place an impella cp. The impella cp device was successfully implanted. There were "excellent" waveforms and flows of 3.7 liters per minute on support level p-9 were obtained. The peel away sheath was removed and repositioning sheath was inserted. An angiogram was performed thru the side port that showed good flow distally. Forward tension sutures and an angle match dressing were then applied. The patient was transferred to the unit on impella mcs. Two days after start of the support, there was low flow and suction thought to be due to biomaterial ingestion. The impella cp device was explanted, and at the time of explant, the team observed a clot in the femoral angiogram. Penumbra thrombectomy was considered. However, the decision was made to start integrilin drip due to the thrombus not being flow limiting. The patient was noted to be doing well after the event.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as the pump produced saturated flows (4.1 liters per minute at p9) during bench test. The root cause of low flow was unable to be determined as limited clinical details were provided and the low pump flow was unable to be reproduced. As the necessary information was not provided, the root cause of the thrombus was not determined.